Manufacturer narrative:
Patient diagnosed with bilateral capsular contracture, baker grade iii. Device removed and replaced with identical device.

Event description:
Patient diagnosed with bilateral capsular contracture, baker grade iii.